Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that only half of sensor needle comes out upon removal, have tried to get the rest of it out, which after 1 hour was possible as it broke in her arm. Customer's blood glucose value was 7.3mmol/l. The sensor will not be returned for analysis.